Event description:
Revision of the right delta shoulder prosthesis, due to loosening glenoid component and metallosis. Full product details not known at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: brand name, catalog #/lot #, implant date. Examination of the reported devices was not possible as they were not returned. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there were no deviations or failure investigation reports. Review of provided x-rays by a depuy (B)(4) finds that the initial x-rays show a scapular notching phenomenon. This may have led to a pe humeral cup wear and a glenoid loosening. The notching phenomenon is known for the reversed shoulder concept, and can be avoided by positioning the glenoid component as low as possible on the glenoid bone. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.